Manufacturer narrative:
Manufacturer's narrative: we could not obtain a date of event. The MDR is submitted retrospectively. Corrected data: checked notification was removed, notification was entered erroneously. Additional statement to manufacturer's narrative.

Manufacturer narrative:
Complaint (B)(4) 12/1 received customer pictures (2 carton labels). 12/4 received customer picture (3rd carton label).12/13 received 14rk and 180 loose pc (B)(4) for evaluation. 12/15 received 2cs and 22rk (B)(4) for evaluation. 12/19 received additional picture. 1/2 received 20pc (B)(4) for evaluation. We have no further complaints on the material/batch. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly, level mark, filling level, draw volume and additive content according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled and had the correct fill guide line position. Greiner fill mark provides a visual control opportunity for the phlebotomist and for the lab personnel to check for proper volume collection of specimen. Both standards specify the draw volume to be within +/- 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. The complaint is confirmed as some of the provided samples (of the 3rd return of loose tubes) were found to contain no additive.

Event description:
Customer states that numerous tubes when analyzed had platelet related flags. Two other separate tubes were completely clotted. Customer measured the calcium on both tubes and got 8.0 on both samples, leading him to believe that there was little to no edta in the tubes. Customer claims tubes were properly filled.